Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant procedure. The patient's astigmatism was not corrected and the patient experienced blurry vision. At a postoperative visit, the patient was diagnosed with a corneal ulcer which was treated with a bandage contact lens, topical combination antibiotic/anti inflammatory, and topical nsaids. The surgeon noted cells in the anterior chamber, which was treated with an antibiotic. Approximately one month postoperative, the patient is still reporting blurry and distorted vision. A retinal hemorrhage and macular exudates were also observed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received. (B)(6).